Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Evaluation of the helix mechanism showed the helix extended and retracted within normal parameters.

Event description:
It was reported during the implant procedure that the helix of the lead would not retract while in the patient. Once the physician removed the lead and extracted the stylet, the helix retracted. The lead was not implanted. No patient complications have been reported as a result of this event.